Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. An x-ray image showed the lead was bent below the left clavicle, so it was decided to replace it. During the surgical intervention, impedance measurements high out of range (more than 3000 ohms), high pacing threshold measurements and no r-wave sensing were identified for this rv lead. The physician then decided to implant a new pacemaker and the replacement lead on the opposite side of the previously implanted device. The old pacemaker was reprogrammed to avoid therapy delivery. Due to the risk of infection, both this device and the fractured rv lead were left abandoned in the patient and not explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. An x-ray image showed the lead was bent below the left clavicle, so it was decided to replace it. During the surgical intervention, impedance measurements high out of range (more than 3000 ohms), high pacing threshold measurements and no r-wave sensing were identified for this rv lead. The physician then decided to implant a new pacemaker and the replacement lead on the opposite side of the previously implanted device. The old pacemaker was reprogrammed to avoid therapy delivery. Due to the risk of infection, both this device and the fractured rv lead were left abandoned in the patient and not explanted. No additional adverse patient effects were reported. The complaint device was not returned by the customer as it was capped and abandoned; therefore, no product analysis could be performed. The complaint investigation conclusion code is "cause traced to device design".